Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was ­­­­­­­­­­­­­­­­­­­­end-stage renal disease and umbilical hernia. The procedure performed was umbilical hernia repair and peritoneal dialysis catheter placement. The patient has had a surgical revision recommended, chronic pain and recurrence.